Event description:
It was noted that the patient's left ventricular (lv) lead exhibited unspecified oversensing, resulting in pacing inhibition. Additionally, fusion was suspected on the left side. Programming changes were made. There was no adverse effect on the patient.

Manufacturer narrative:
Correction for b5 and h6 fields.

Event description:
It was noted that the patient's left ventricular (lv) lead exhibited oversensing, which resulted in pacing inhibition and an unspecified sensing issue. Additionally, fusion was suspected on the left side. Programming changes were made. There was no adverse effect on the patient.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier cannot be obtained.